Event description:
Suspected overinfusion of insulin, at 23:30, insulin was set up on channel 4, programmed to infuse 11ml/hr for 24 hours, after 6 hours 200 cc had infused. Medical intervention was provided of add'l glucose and monitoring. Customer stated "co suspects mis-programming error by the nurse".